Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous right coronary artery (rca). The 3.5x12mm xience xpedition stent deliver system (sds) failed to cross the lesion due to interactions with the patient's anatomy. During removal of the sds, although no resistance was noted, the stent implant dislodged. Attempts to snare the stent implant were unsuccessful; therefore, the patient was transferred to surgery. One day later, coronary artery bypass grafting (CABG) surgery was performed to treat the target lesion and the dislodged stent implant was also removed during the surgery. The patient is reported to be doing well, but remains hospitalized. There was no additional information provided.